Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon interrogation, intermittent pause episodes were observed. Electrogram review noted right ventricular lead noise due to appeared diaphragmatic myopotential. Increased noise amplitudes were observed as the patient inhaled and took a breath. Further review notes prior right ventricular lead noise which resulted in pacing inhibition. Programming changes were performed which decreased the size of the noise. The patient was stable.